Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customers blood glucose level ranged from 324-325 mg/dl. The customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support; therefore, troubleshooting could not be performed to identify a root cause.